Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the outer tube slightly bent. This could have happened in transit to our facility. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The damage to outer tube is not related with the blade cracked at the pin hole. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.